Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the image was obtained by cleaning the video socket connector, it is likely foreign matter had adhered to the electrical contacts and the communication between the endoscope and the video processor was affected. Regarding the troubleshooting when no image appears, the following is described in the instruction manual and can prevent the event: "irregularity description: the endoscopic image does not appear on the monitor. Possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source."

Manufacturer narrative:
The reported problem was resolved through troubleshooting with assistance provided by olympus technical support. Through communication with the reporter, it was learned that the video socket connector was observed "dusty" by the reporter. Upon cleaning the video connector socket, the user facility indicated that the problem was resolved.

Event description:
A user facility reported to olympus that they observed white lines with static and image loss on the display monitor. The problem, as reported to olympus, was identified prior to the start of a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.